Event description:
Physician orders for continuous ventilator bipap mode via trach with humidification via fisher and paykel heater with a temp range 28 - 37 degrees celsius. Nurse noted the fisher and paykel water heater was heating too hot. If the water chamber is only filled half way, it heats properly without overheating. Durable medical equipment company (medcare) notified of the situation. Medcare reported to the nurse, the alarm will not alarm until the temp reaches 41 degrees celsius.